Event description:
On (B)(6) 2019, o-arm 1 will not come off initializing for the gears. I have tried rebooting, hard stop with unplugging, hard stop with unplugging the umbilical cord. Yesterday it stopped in mid motion with a collision error (B)(6) 2019. X-rays are inhibited. System hangs up on initializing software but does not complete the boot up. FDA safety report ID# (B)(4).